Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: battery cap threads are stripped. Battery cap will not stay securely on the pump. A test cap was used to complete the investigation. Battery compartment is cracked. Keypad is intact with no visible damage. All buttons are responsive to user input. Keypad removed. Contamination seen under the "contrast" button contact animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.